Manufacturer narrative:
It was reported that the patient underwent excision of extruded portion of vaginal mesh with closure of the vaginal apex on (B)(6) 2012 due to vaginal mesh extrusion.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and advantage were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2010 due to dropped bladder. It was also reported that following insertion the patient experienced pain, extrusion, bleeding, infection, and urinary problems. It was further reported that patient underwent mesh revision on (B)(6) 2012 due to extrusion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence.